Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported by the health care professional (hcp) that the patient indicated the ins had not been working for years. They noted that it was unknown for how many years it hadn't worked. The caller reported that the ins had been off and technical services reviewed MRI guidelines. Additional information was received from the patient. They reported that they had not contacted the doctor who managed their device about their ins not having worked for years. There was nobody in their city at their clinic. When asked when they first noticed the issue, they stated their battery was replaced in 2008. It was unknown if the ins not having worked for years was caused by normal battery depletion. When asked what most likely caused or contributed to the issue, they responded, "could lead placement of moved or was battery placed correct. No one seems to be able to answer or work on device at [their clinic]."